Event description:
The sales representative reported the following event: "the tip of the device twisted during the surgical operation. No articular injury but light burn of the patient's skin, corresponding to the entry point of the shaver (the surgeon didn't work with a cannula)."

Manufacturer narrative:
Cutter will not be returned for investigation as it was thrown away by the customer.